Manufacturer narrative:
Concomitant product: 4568 lead, implanted: (B)(6) 1998.

Event description:
It was reported that the right atrial (ra) lead was oversensing due to unipolar noise and was causing muscle stimulation. The lead was explanted and replaced. It was also reported that the right ventricular (rv) lead was exhibiting high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.